Event description:
During incoming inspection/testing of a new unit, the hosp biomedical engineering staff allegedly observed an intermittent failure of the unit to charge and/or maintain the charge when the defibrillation cable device connector was moderately flexed to one side.